Manufacturer narrative:
Other, other text: b5: additional information received at smiths medical 26-jul-2021: failure found during routine testing. No additional information provided. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a scratched screen. The customer stated problem was duplicated and confirmed. The downstream sensor was bubbled and needed to be replaced. Replaced the downstream occlusion sensor. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device has a bad cassette sensor. It is unknown if there was patient, or clinician injury associated with this occurrence.